Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because the device was not returned and a review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
During the preparation of balloon catheter for procedure, first a balloon catheter was noticed to have a leak. Upon testing the next device, the subject balloon catheter, was noticed to also leak during preparation. Physician determined that the leak was less than the leak of the first balloon catheter tested and proceeded to use the subject device. The procedure was completed successfully. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
During the preparation of balloon catheter for procedure, first a balloon catheter was noticed to have a leak. Upon testing the next device, the subject balloon catheter, was noticed to also leak during preparation. Physician determined that the leak was less than the leak of the first balloon catheter tested and proceeded to use the subject device. The procedure was completed successfully. No further information provided.